Manufacturer narrative:
(B)(4). Evaluation summary:the reported condition of a colleague infusion pump with an unidentified problem was confirmed by baxter quality engineering as a depleted battery alarm. This condition was caused by depleted and faulty main batteries. The main batteries and battery harness were replaced to correct this condition.

Event description:
The facility reported a colleague infusion pump with an unidentified problem. According to the facility, it is unknown when or in which care area this event occurred. This condition was confirmed by baxter quality engineering as a depleted battery alarm and was discovered to have interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The pt reported that the pump casing and battery felt warm to the touch. She said she did not receive any battery alarms prior to the event and she changed the battery about a week ago. The pt stated that she used 1.5 volt aa lithium ultimate energizer battery and sets the pump for the same. She reported that there was no moisture or corrosion in the battery compartment and no damage to the battery cap. The pt denied burns or red areas on her skin or hand after handling the warm pump and battery.